Manufacturer narrative:
Corrected data: h6: medical device problem code: 2993. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -08.50 diopter, into the patients right eye (od) on (B)(6) 2022. The surgeon performed an lri to correct astigmatism but the astigmatism was not fully corrected. The lens was removed on (B)(6) 2023 due to the patient was dissatisfied with visual acuity. The lens was replaced with a different model/diopter but same length lens and the problem was resolved.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - dissatisfaction with visual acuity. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).